Manufacturer narrative:
(B)(6).

Event description:
Caller reported inform system blood glucose results for patient 2: (B)(6) 2011 at 03:52 am inform system was 246 mg/dl; (B)(6) 2011 at 03:54 am inform system was 232 mg/dl; (B)(6) 2011 at 04:04 am lab result was 121 mg/dl; (B)(6) 2011 at 04:07 am inform system was 125 mg/dl. No adverse event reported. A request was made for the return of the strips.